Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the e2505-10fr suction coagulator is not working correctly. They stated the surgeon is getting tissue effect only from the sides of the device. No injuries were reported.